Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. The analyst noted that the r-wave amplitude was approximately 2.0 mv or less throughout the record.

Event description:
It was reported that the right ventricular (rv) lead experienced ventricular undersensing during programmer based sensing test in the clinic. The r-waves measured were approximately 1.4 mv. At the patient's previous visit, the physician was unable to sense the r-waves and had increased the ventricular sensitivity from 0.9 mv to 0.45 mv. As a result, the patient's ventricular pacing percentage dropped from over 75% to 0.4%, indicating that the original ventricular pacing was possibly inappropriate pacing due to ventricular undersensing. The rv lead remains in use due to medical judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID rvdr01 implantable pulse generator (ipg) implanted: 2011-(B)(6). (B)(4).